Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable sodium results for 2 patient samples on a cobas 6000 c 501 module. The initial result was 125 mmol/l and the repeated result was 134 mmol/l. Patient 2: the initial result was 129 mmol/l and the repeated result was 140 mmol/l. The results were reported outside of the laboratory. The repeated results were believed to be correct.

Manufacturer narrative:
Calibration recovery was ok. Qc recovery was provided, but customer range information was not provided. Unable to determine if qc was in range. Fse found water level to be too high. Fse had customer wet electrodes, clean ise bath and align vacuum nozzles on bath. Fse then adjusted rinse levels on mechanism. The investigation determined that the issue found by the fse was the root cause of the event.